Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise during an atrial tachy response (atr) event. Technical services (ts) reviewed the event and stated that, since spikes of low in-range pacing impedances were note, a lead insulation was suspected. No adverse patient effects were reported. This ra lead remains in service.